Event description:
Additional information was received from the patient. They reported that the steps taken to resolve the issue of the stimulation feeling like "little shocks" was noted to be "for over 2 years now I've been having this problem and not it happen that sometime I can have leaks". The issue has not yet been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the therapy had been helpful for them initially so they could sleep through the night but it seemed like it wasn't "working that well," and that they've been struggling with the therapy not helping for around the last year and a half. The patient stated they would also sometimes get pain on their "bi-slip*" (unable to make out what the patient was describing that was painful) and it was attached to a "nerve or something." Thepatient stated they reported their issue to their urologist health care provider (hcp) last month and the hcp told the patient that they would call a manufacturer representative (rep) to maybe reprogram or to check for an issue but the patient never heard back from the hcp so the patient called the hcp office after a week and asked about the situation and the hcp office said they hadn't heard anything and at that time gave the patient the rep's phone number. The patient stated they left a message for the rep last week but they hadn't heard back. Discussed therapy expectations, device description/function as well as programming considerations with the patient. The patient stated when the therapy stopped helping they just kept increasing their stimulation and it started to make their toes curl but they just left it at that level. The patient stated they always felt their toes curling and that when they would shower, they had to stand on the foot and it felt like electric shocks. Reviewed the stimulation should never cause the patient pain or discomfort and that the patient should only increase to a level that was comfortable. The patient connected to their settings on the call and saw they had programs 1-7. The patient decided to go to program 2 and started to increase to where they felt the stimulation in their bike-seat region but also felt their toes start to curl. The patient then backed the stimulation down to where they no longer felt their toes curling and the stimulation was comfortable. The patient was going to monitor their symptoms now that a change had been made.